Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings: on examination, moisture was observed on the display screen under the display lens. Additionally, the battery compartment was noted to be cracked below the bumper pad. A leak test was performed and revealed moisture ingress into the pump. The returned battery cap was evaluated and determined to be within the required specifications. The battery cap was able to be secured properly to the pump. On investigation, the pump was not able to be powered on using the returned battery cap or a test battery cap. The pump was opened for investigation and revealed moisture corrosion throughout the inside of the pump. Complete testing of the pump was not able to be completed due to moisture damage and an unresponsive pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).